Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the md inserted the intra-aortic balloon (iab), it was noted that the balloon would not fully inflate. The md could not proceed with the product. As a result, the iab was removed and a new iab was used to complete the treatment successfully. There was no report of patient complications, serious injury or death.

Event description:
It was reported that when the md inserted the intra-aortic balloon (iab), it was noted that the balloon would not fully inflate. The md could not proceed with the product. As a result, the iab was removed and a new iab was used to complete the treatment successfully. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint that the "balloon was not fully inflated" is not confirmed. The returned iab bladder was fully intact with no abnormalities noted. The returned device passed visual and functional test specifications. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends.